Manufacturer narrative:
Correction: missing device history statement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: d4 serial number was (B)(6).

Event description:
It was reported that during an implant that device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. The physician elected to explant and replace the right ventricular lead. The patient was discharged from the hospital after the procedure.